Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump(iabp) not passing the battery test, failing within the hour. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e3, g3, g6, h2, h6 (type of investigation, investigation findings component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced the batteries. All functional and safety test were performed.

Event description:
N/a.

Manufacturer narrative:
Additional contact info: (B)(6). Updated fields: b4,d4(serial no, UDI),g3,g6,h2,h11. Corrected field:d10. A supplemental report will be submitted upon completion of our investigation.